Manufacturer narrative:
One device received for analysis. The customer reported problem was verified. The unit is not able to power up due to fluid ingression on chassis, main board, lcd, battery compartment, upstream/downstream occlusion sensors, and the housing assembly. The device is beyond repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
E1: phone extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette n/a' issue, leaking, and can't turn it on. There was unknown patient involvement.

Manufacturer narrative:
B5: it was further reported that there was no patient involvement, no patient injury was reported.